Manufacturer narrative:
Okm m-bc requested the return of the power cable for further investigation. Power cable not returned. Was advised by kenshi sakai at olympus (B)(4) that the power cable had been replaced and the disposition of the original cable was unknown. It has been alleged that this was due to user error - customer has pulled the mains cable (of a switched on unit) from a wall socket without switching off. This will be considered the final report, if any new information becomes available then an additional follow-up report will be provided.

Manufacturer narrative:
Okm has requested the return of the product for full investigation. There has been no report of patient injury. Report submitted in the abundance of caution.

Event description:
After inspection, spark occurred from inlet when the cable was pulled put.